Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and no evidence of blood were observed. There was no blood in and on the delivery tube and loading device. The slide lock was engaged and the plunger was not depressed on the delivery device. The seal and tension spring assembly remained inside the loading device. The following measurements of the delivery tube were taken : the inner delivery tube diameter was measured at .197 inches , the outer diameter was measured at .219 inches. The length of the delivery tube was measured at 2.49 inches. The values recorded were within the tolerance specifications. Based upon the received condition of the device, the reported complaint for failure to load was confirmed. Specific action for the failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
The hospital reported that during a coronary artery bypass procedure, while they were finishing loading the seal on the hs iii proximal seal system 3.8mm into the delivery device, the seal got entangled in plunger(left behind in the loader). A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, while they were finishing loading the seal on the hs iii proximal seal system 3.8mm into the delivery device, the seal got entangled in plunger(left behind in the loader). A replacement device was used to complete the procedure. The hospital did not report any patient effects.